Event description:
It was reported that during a da vinci-assisted sigmoid colectomy on (B)(6) 2023, they were "unable to get the ground pad to turn green" which affected the cautery of the monopolar instrument. The technical support engineer (tse) advised the site to switch the grounding pad to the patient's arm, and the issue was resolved. The surgery was converted to open before the issue could be resolved. Intuitive surgical inc (isi) contacted the surgeon, and the following information was provided: the monopolar energy was not functioning in the middle of the procedure. The surgeon could not continue using the monopolar curved scissors instrument, therefore, decided to convert to open surgery. The surgeon stated that they suspected a grounding pad issue, that most of the procedure was done at that point, and that the patient tolerated the conversion well without any complications. No abnormal bleeding and no intra-operative complications were noted at the time. However, the patient subsequently expired on (B)(6) 2023 from multiple organ failure following post-operative bleeding.

Manufacturer narrative:
No device is expected to be returned to intuitive surgical inc (isi) for device evaluation as the reported issue was associated with a non-isi product. A follow-up MDR will be submitted if additional information is received. This medwatch report (patient identifier (B)(6) is reported against the grounding pad issue that affected the monopolar energy and the monopolar curved scissor (mcs) instrument, where the surgeon elected to convert to open surgery. A separate medwatch with patient identifier (B)(6) (manufacturer report number 2955842-2023-10794) is reported against post-operative bleeding from the inferior mesenteric artery (ima) where the vessel sealer extend instrument was used, and the patient later expired. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. All instruments were used in subsequent procedures after the reported procedure date, except for the monopolar curved scissor (mcs) instrument and vessel sealer extend (vse) instrument. The mcs instrument was at its last usage, and vse instrument is a single-use instrument.